Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes additional information not available/included in the initial report. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product has not been returned as of (B)(6) 2021. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ny1-sp). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot number. From available information, it was not possible to determine the exact root cause of capsular bag rupture in this case. However, we confirmed the product was manufactured following validated manufacturing process, and there were not any nonconformities and deviations on the manufacturing records, especially for final inspection step of iol. Therefore, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Capsular bag tear/rupture; study patient nanx103 visn pt 102009; product replaced with another lens immediately during surgery; loose zonula during rhexis; iol implantation; zonuloysis; iol explantion.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. "Posterior capsule rupture" is indicated as a potential adverse event related to iol implantation, as covered under the warnings section of the product's instructions for use (IFU). (B)(4). Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Capsular bag tear / rupture; study patient nanx103 visn pt (B)(6); product replaced with another lens immediately during surgery; loose zonula during rhexis -> iol implantation -> zonulysis -> iol explanation.